Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and after the procedure, it was observed that when the catheter was pulled from the sheath, the hemostatic valve was damaged, and air was drawn continuously into the side port. Since the event occurred after the procedure, the procedure was completed without specifically replacing the vizigo short. The procedure was completed without patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and after the procedure, it was observed that when the catheter was pulled from the sheath, the hemostatic valve was damaged, and air was drawn continuously into the side port. Since the event occurred after the procedure, the procedure was completed without specifically replacing the vizigo short. The procedure was completed without patient consequence. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed reddish material, presumably blood from the procedure around the handle and valve area, additionally the shaft was bent. A backpressure test was performed, and water leakage was observed coming from inside the handle area. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was dissected, and it was confirmed that the leakage was coming from the puller wire proximal exit, damage to the device shaft could break the liner or lumen, then allow leakage that would come out around the device pull wire exits. A manufacturing record evaluation was performed for the finished device number lot 60000475 and no internal action related to the complaint was found during the review. The air flowing into the sideport and valve damage issues reported by the customer were confirmed. The potential cause of the valve damage could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the water leakage from the puller wire exit could be related to the bent shaft condition; however, this could not be established conclusively. The bent shaft condition could be related to the handling of the device during or after the procedure; however, this could not be conclusively determined. The water leakage from the handle condition is unrelated to the reported event. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).